Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir in the past. Customer mentioned that she is visually impaired and has difficulty removing the air bubbles from time to time. Assistance provided. Advised customer the proper techniques of pump usage to avoid air bubble issues. Nothing further reported.